Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had potential setting of positive left ventricular offset interaction. Boston scientific technical services (ts) discussed and noted that as the patient was atrial pacing dependent disabling tracking preference was recommended. The patient came in for a follow up and it was noted that the programmed tracking preference was programmed to off and the setting interaction had resolved. The device remains implanted. No adverse patient effects were reported.